Event description:
A male pt developed ulcerative keratitis while using renu with moistureloc multi-purpose solution. The pt slept in his acuvue contact lenses overnight and awoke with symptoms of pain and photophobia in the left eye. The pt's optometrist confirmed the pt presented to his office in 2005. The pt had a central corneal ulcer and was diagnosed with ulcerative keratitis. It was noted the ulcer was in the central 4mm of the cornea. He was prescribed vigamox as treatment; however, the optometrist was unsure whether the ulcer was infectious or sterile. The optometrist reported that the pt's event resolved and did not result in a decrease in visual acuity.however, it was noted the pt did experience some unspecified visual changes. The optometrist did not attribute the pt's event to use with a specific product.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evals met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.